Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervicitis, uterine fibroid and uterine enlargement. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"). In 2010, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches, migraines/headaches") and headache ("migraines/headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laproscopic total robotic hysterectomy with bilateral salpingectomy to remove the essure.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the dysmenorrhoea, dyspareunia, migraine, vaginal haemorrhage, headache and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: new reporter, patient demographic information, product indication updated, new events menorrhagia and headache added. Outcome for the events pelvic pain, abdominal pain and back pain updated to recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included cervicitis, uterine fibroid and uterine enlargement. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches, migraines/headaches") and headache ("migraines/headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laproscopic total robotic hysterectomy with bilateral salpingectomy to remove the essure.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the dysmenorrhoea, dyspareunia, migraine, vaginal haemorrhage, headache and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Date(s) of removal: (B)(6) 2015 (discrepancy noted) left: 2 coils, right: 4 coils were seen after the placement of the insert. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 29-nov-2021: mr received. Reporter information added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included cervicitis, uterine fibroid and uterine enlargement. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches, migraines/headaches") and headache ("migraines/headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laproscopic total robotic hysterectomy with bilateral salpingectomy to remove the essure.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the dysmenorrhoea, dyspareunia, migraine, vaginal haemorrhage, headache and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Date(s) of removal: (B)(6) 2015 (discrepancy noted) left: 2 coils, right: 4 coils were seen after the placement of the insert. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-dec-2021: quality safety evaluation of product technical compliant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("back pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.